Event description:
It was reported that two weeks after the catheter was placed in the patient's right internal jugular vein, a leak was found in the patient's room. As a result, the catheter was removed and replaced without issue. It was reported that the physician cut off the catheter to find the leak, but were unsure of his findings. There was no reported delay, death, or complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.